Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-00428. Results: the engine was tested with a demonstration canister and the engine was able to produce vacuum pressure within specification. All the vacuum indicator lights illuminated. Conclusions: evaluation of the returned engine revealed a functional device. During functional testing, the engine was tested with a demonstration canister and the engine was able to produce a vacuum pressure within specification. All the vacuum indicator lights illuminated. The reported complaint could not be confirmed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using a penumbra engine (engine). During the procedure, the hospital staff noticed that the engine generated vacuum with only three of the indicator lights illuminated and that intermittently the fourth indicator light would illuminate. The procedure was completed using another engine. There was no report of an adverse effect to the patient.